Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose was 194mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was flat. The customer mentioned that the device was exposed to a high magnetic field while going through a metal detector. Assisted the customer to run a displacement and self test and passed. The caller mentioned that the day of the month is off by one day. Assisted the customer with correcting the time and date. No further information was provided.